Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to cuff atrophy.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to cuff atrophy.

Manufacturer narrative:
Field change: e1. Facility name added. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.